Event description:
On july 19, 1997 the physician noted intermittent ventricular non-capture and a lead revision (repositioning) was necessary. On july 21, 1997 the ECG showed intermittent failure to capture. The lead was replaced on july 22, 1997.